Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 23-jan-2020 from a healthcare professional (hcp) who reported that the patient was being transitioned to oral medications and the motor/pump had been turned off. The patient was to be seen in the clinic to further assess. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (20 mg/ml at 15.14 mg/day) and morphine (4 mg/ml at 3.028 mg/day) via an implanted pump. The indication for pump use was chronic low back pain. It was reported that the patient¿s pump was alarming. Interrogation and review of the logs showed multiple motor stalls and recoveries since (B)(6) 2020. The patient was not going through withdrawal. No patient symptoms were reported. It was confirmed there had been no MRI or emi (electromagnetic interference) exposure near the pump since (B)(6) 2020. The pump was programmed to minimum rate; the active alarm was silenced; and instructions for pump return after replacement were provided. No further complications were reported/anticipated.